Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B2: the date of patient death is unknown. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: retrospective study on postoperative outcomes of evar in super-elderly patients aged 90 years and older source: the 66th annual meeting of japanese college of angiology, 2025;65 supplement: s180. Abstract o-9-3. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed by gore: mitsuru matsukura "retrospective study on postoperative outcomes of evar in super-elderly patients aged 90 years and older" the 66th annual meeting of japanese college of angiology, 2025;65 supplement: s180. Abstract o-9-3. This literature evaluates 22 cases of patients aged 90 years or older who underwent evar for abdominal aortic aneurysm(aaa) between january 1, 2016, and september 30, 2024, excluding ruptured cases. There were 11 male and 11 female patients, with a mean age of 92.5 years (90¿99). The average ejection fraction (ef) was 63.7% (36¿75), and the egfr was 46.5 ml/min (29¿74). Anatomical factors included a mean aaa diameter 56.4 mm (40¿73), a mean proximal neck diameter 21.9 mm (15¿30), neck length 30.2 mm (15¿40), and neck angulation 82.5 degrees (45¿130). Six cases were complicated by iliac artery aneurysms. Procedures involved bilateral inguinal incisions or punctures, with additional access via the brachial artery in 6 cases (27%) and the subclavian artery in 1 case (5%). Devices used included the gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis in 19 cases (86%), endurant iis in 2 cases (9%), and afx in 1 case (5%). The average number of devices used per procedure was 3.95 (2¿7). The mean operative time was 209.5 minutes (113¿415), mean contrast volume was 96.5 ml (45¿237), and mean radiation dose was 1475.8 mgy (246¿5628). The average blood loss was 93.2 ml (13¿306), and transfusion was performed in 4 cases. There were 2 operative deaths (9%), both in high-risk patients with multiple comorbidities. During the follow-up period, one patient died due to rupture caused by a type 1b endoleak. The mean follow-up duration was 26 months (7¿46), and by two years postoperatively, half of the patients had died or were lost to follow-up.